Event description:
It was reported that the patient presented to clinic after being lost to follow-up. The patient stated their implantable cardioverter defibrillator (ICD) had not been checked/interrogated for five years. Telemetry was unable to be established with the device. The device currently remains in use as the patient will consult with an electrophysiologist (ep) to determine their treatment. No patient complications have been reported as a result of this event.